Event description:
It was reported that during a percutaneous coronary intervention procedure, the viva balloon ruptured at a nominal pressure. The 90% stenosed lesion was located in the right coronary artery. The procedure was in the right coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications occurred.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.